Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following med dra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, the reported medical events and the reported lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-feb-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: a female plaintiff had essure inserted and experienced perforation, migration, post-implant pregnancy, heavy bleeding and auto-immune symptoms. Uterine perforation, device dislocation, pregnancy and genital haemorrhage are anticipated according to reference safety information for essure whereas autoimmune disorder is unanticipated. Uterine perforation/device dislocation may occur with any trans-cervical intrauterine procedure. It may occur most often during insertion. In this particular case, the exact date and mechanism of uterine perforation/device migration are not known. Based on the events' nature, causality with essure cannot be excluded. Unintended pregnancies may occur during any contraceptive use and pregnancies were reported in women with essure in place. In this particular case, hysterosalpingogram confirmed proper placement but perforation and migration of device were reported. Despite that, device ineffective cannot be excluded since the mechanism of perforation/migration, the exact time point and the side of essure migration was not known. Given events' nature; causality with essure cannot be excluded. Changes in bleeding pattern, including severe and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. Autoimmune reactions were not specified. Considering the pathophysiology of autoimmune disorder and local action of essure at fallopian tubes, causality with essure was excluded. This case was regarded as incident because a laparoscopic hysterectomy was performed. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, that a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration"), pregnancy with contraceptive device ("post-implant pregnancy"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("auto-immune symptoms") in a female patient who received essure (ess205) for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2006, the patient started essure (ess205). The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure (ess205) during the first trimester of pregnancy. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain and pelvic pain, device dislocation (seriousness criteria medically significant and clinically significant/intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and back pain ("severe back pain"). The patient was treated with surgery (laparoscopic hysterectomy on (B)(6) 2015). Essure (ess205) was withdrawn. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, autoimmune disorder and back pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered uterine perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, autoimmune disorder and back pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2007: hysterosalpingogram result was proper placement confirmed. Company causality comment: a female plaintiff had essure inserted and experienced uterine perforation ("perforation"), device dislocation ("migration"), pregnancy with contraceptive device ("post-implant pregnancy"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("auto-immune symptoms"). Uterine perforation, device dislocation, pregnancy and genital haemorrhage are anticipated according to reference safety information for essure whereas autoimmune disorder is unanticipated. Uterine perforation/device dislocation may occur with any trans-cervical intrauterine procedure. It may occur most often during insertion. In this particular case, the exact date and mechanism of uterine perforation/device migration are not known. Based on the events' nature, causality with essure cannot be excluded. Unintended pregnancies may occur during any contraceptive use and pregnancies were reported in women with essure in place. In this particular case, hysterosalpingogram confirmed proper placement but perforation and migration of device were reported. Despite that, device ineffective cannot be excluded since the mechanism of perforation/migration, the exact time point and the side of essure migration was not known. Given events' nature; causality with essure cannot be excluded. Changes in bleeding pattern, including severe and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. Autoimmune reactions were not specified. Considering the pathophysiology of autoimmune disorder and local action of essure at fallopian tubes, causality with essure was excluded. This case was regarded as incident because a laparoscopic hysterectomy was performed. A product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/malposition of essure device location of device: uterus"), device dislocation ("migration"), fallopian tube perforation ("perforation (fallopian tube(s))"), pregnancy with contraceptive device ("post-implant pregnancy"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("auto-immune symptoms") in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included body mass index normal. Concomitant products included diazepam since 2014, gabapentin since 2014, hydrocodone since 2014, oxycocet (percocet) since 2014, pregabalin (lyrica) since 2014 and tizanidine since 2014. In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight fluctuation ("weight gain / loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2007, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced neuralgia ("nerve pain"). In february 2015, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), back pain ("severe back pain"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), temporomandibular joint syndrome ("dental problems (tmj)") and vulvovaginal pain ("pain vaginal area"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic hysterectomy on (B)(6) 2015, surgery (laparoscopic hysterectomy on (B)(6) 2015 and surgery (laparoscopic hysterectomy on 12-feb-2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, pregnancy with contraceptive device, autoimmune disorder, back pain, migraine, headache, dysmenorrhoea, weight fluctuation, alopecia, rash, bladder disorder, urinary tract disorder, fatigue, neuralgia and vulvovaginal pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, nausea, female sexual dysfunction, temporomandibular joint syndrome and dyspareunia had not resolved. The pregnancy outcome was not reported. The reporter considered alopecia, autoimmune disorder, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, neuralgia, pregnancy with contraceptive device, rash, temporomandibular joint syndrome, urinary tract disorder, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure (ess205). The reporter commented: current weight 145 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - in march 2007: proper placement confirmed quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following med dra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, the reported medical events and the reported lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Events abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), depression, migraines, headaches, nausea, dysmenorrhea (cramping), perforation (fallopian tube(s)), weight gain / loss, hair loss, apareunia (inability to have sexual intercourse), rashes, dental problems (tmj), bladder problems or changes, urinary problems or changes, dyspareunia (painful sexual intercourse), fatigue, nerve pain and pain vaginal area added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/malposition of essure device location of device: uterus"), device dislocation ("migration"), fallopian tube perforation ("perforation (fallopian tube(s))"), pregnancy with contraceptive device ("post-implant pregnancy"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("auto-immune symptoms") in a 32-year-old female patient (gravida 5, para 3) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included bipolar disorder, appendectomy, ectopic pregnancy in 1991, termination of pregnancy - elective in 1993, cesarean section in 2003, vaginal delivery in 1992, herpes simplex, gonorrhea in 1991, chlamydial infection in 1991, partial salpingectomy, anal sphincter repair, gravida ii, parity 3 and cesarean section. Concurrent conditions included body mass index normal, cramp in lower abdomen, anxiety, jaw pain and marijuana use. Concomitant products included diazepam since 2014, gabapentin since 2014, hydrocodone since 2014, oxycocet (percocet) since 2014, pregabalin (lyrica) since 2014 and tizanidine since 2014. In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight fluctuation ("weight gain / loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2007, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced neuralgia ("nerve pain"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), back pain ("severe back pain"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), temporomandibular joint syndrome ("dental problems (tmj)") and vulvovaginal pain ("pain vaginal area"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with cyclobenzaprine hydrochloride (flexeril), ibuprofen, surgery (laparoscopic hysterectomy on (B)(6) 2015), surgery (laparoscopic hysterectomy on (B)(6) 2015) and surgery (laparoscopic hysterectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, pregnancy with contraceptive device, autoimmune disorder, back pain, migraine, headache, dysmenorrhoea, weight fluctuation, alopecia, rash, bladder disorder, urinary tract disorder, fatigue, neuralgia and vulvovaginal pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, nausea, female sexual dysfunction, temporomandibular joint syndrome and dyspareunia had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2008. The reporter considered alopecia, autoimmune disorder, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, neuralgia, pregnancy with contraceptive device, rash, temporomandibular joint syndrome, urinary tract disorder, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure (ess205). The reporter commented: current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: proper placement confirmed. Smear cervix - on an unknown date: no abnormal pap smears. Ultrasound pelvis - on (B)(6) 2012: lower uterine segment cesarean section scar; on (B)(6) 2016: unable to view ovaries. On (B)(6) 2012, ultrasound pelvis revealed, 1. Lower uterine segment cesarean section scar. Irregular calcifications in the uterine fundus may also be postoperative in nature. A linear region of increased echogenicity extends toward the final endometrium, mimicking an intrauterine device. Pelvic CT followup may be helpful, if the patient has had history of unretrieved iud 2. Likely involuting or hemorrhagic 17 mm cyst in the left ovary. In reproductive women, lesions of this size do not require follow-up. On (B)(6) 2014, CT pelvis with contrast revealed two apparent foreign bodies within the left fundal region of the uterus having the appearance of essure contraceptive devices. The more lateral may be within the interstitial portion of the left fallopian tube; the more medial/midline of these is likely within the myometrium as seen on the recent ultrasound. Neither appears appropriately positioned, however. Small amount of hemorrhagic pelvic free fluid versus left ovarian hemorrhagic cyst; in either event this is likely physiologic and was demonstrated on the recent prior pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in medical record: pelvic pain, "menorrhagia" and dysmenorrhoea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following med dra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, the reported medical events and the reported lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received, lab data, concomitant disease, historical condition and treatment drug added. Pregnancy outcome updated. On (B)(6) 2008, she underwent repeat low transverse cesarean section. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/malposition of essure device location of device: uterus"), device dislocation ("migratio"), fallopian tube perforation ("perforation (fallopian tube(s))"), pregnancy with contraceptive device ("post-implant pregnancy"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("auto-immune symptoms") in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bipolar disorder, appendectomy, ectopic pregnancy in 1991, termination of pregnancy - elective in 1993, cesarean section in 2003, vaginal delivery in 1992, herpes simplex, gonorrhea in 1991, chlamydial infection in 1991, partial salpingectomy, anal sphincter repair, multigravida, parity 4 ((B)(6) 1992. (B)(6) 2003 ¿ twins, (B)(6) 2006, (B)(6) 2008), cesarean section, multigravida and miscarriage in (B)(6) 2016. Concurrent conditions included body mass index normal, cramp in lower abdomen, anxiety, jaw pain, marijuana use, general body pain (15 months of history), neck pain, asthma, intervertebral disc degeneration, tinnitus, hemorrhoids, arthritis, herpetic vulvovaginitis, post-traumatic stress disorder and fibromyalgia. Concomitant products included diazepam since 2014, gabapentin since 2014, hydrocodone since 2014, oxycodone hydrochloride;paracetamol (percocet) since 2014, pregabalin (lyrica) since 2014 and tizanidine since 2014. In 2006, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight fluctuation ("weight gain / loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes/rashes occuring on and off"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2006, the patient experienced depression ("depression"). In (B)(6) 2007, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced neuralgia ("nerve pain"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), back pain ("severe back pain/back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), temporomandibular joint syndrome ("dental problems (tmj)") and vulvovaginal pain ("pain vaginal area"). The patient was treated with ibuprofen, and surgery (laparoscopic hysterectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, pregnancy with contraceptive device, autoimmune disorder, back pain, migraine, headache, weight fluctuation, alopecia, rash, bladder disorder, urinary tract disorder, fatigue, neuralgia and vulvovaginal pain outcome was unknown, the genital haemorrhage, depression, nausea, female sexual dysfunction, temporomandibular joint syndrome and dyspareunia had not resolved and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2008. The reporter considered alopecia, autoimmune disorder, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, neuralgia, pregnancy with contraceptive device, rash, temporomandibular joint syndrome, urinary tract disorder, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure (ess205). The reporter commented: current weight 145 lbs this patient experienced another pregnancy which has been captured under case- (B)(4). Discrepancy noted. As per current follow up reported: essure confirmation test(s) conducted, specify no (per pfs) in previous follow up hsg results are given. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: proper placement confirmed. Smear cervix - on an unknown date: results: no abnormal pap smears.. Ultrasound pelvis - on (B)(6) 2012: results: lower uterine segment cesarean section scar; on (B)(6) 2016: results: unable to view ovaries.. On (B)(6) 2012, ultrasound pelvis revealed, 1. Lower uterine segment cesarean section scar. Irregular calcifications in the uterine fundus may also be postoperative in nature. A linear region of increased echogenicity extends toward the final endometrium, mimicking an intrauterine device. Pelvic CT followup may be helpful, if the patient has had history of unretrieved iud 2. Likely involuting or hemorrhagic 17 mm cyst in the left ovary. In reproductive women, lesions of this size do not require follow-up. On (B)(6) 2014 , CT pelvis with contrast revealed two apparent foreign bodies within the left fundal region of the uterus having the appearance of essure contraceptive devices. The more lateral may be within the interstitial portion of the left fallopian tube; the more medial/midline of these is likely within the myometrium as seen on the recent ultrasound. Neither appears appropriately positioned, however. Small amount of hemorrhagic pelvic free fluid versus left ovarian hemorrhagic cyst; in either event this is likely physiologic and was demonstrated on the recent prior pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in medical record: pelvic pain, mennorhagia and dysmenorrhoea, vaginal pain, depression, quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following med dra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, the reported medical events and the reported lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received : event outcome updated for vaginal hemorrhage, menorrhagia,dysmenorrhoea. Date of essure insertion was updated. On 11-dec-2018: pfs received : no new clinical information was received. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/malposition of essure device location of device: uterus'), device dislocation ('migratio'), fallopian tube perforation ('perforation (fallopian tube(s))'), pregnancy with contraceptive device ('post-implant pregnancy'), genital haemorrhage ('heavy bleeding') and autoimmune disorder ('auto-immune symptoms') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage in (B)(6) 2016, cesarean section in 2003, termination of pregnancy - elective in 1993, vaginal delivery in 1992, ectopic pregnancy in 1991, gonorrhea in 1991, chlamydial infection in 1991, bipolar disorder, appendectomy, herpes simplex, partial salpingectomy, anal sphincter repair, multigravida, parity 4 (B)(6) 1992, (B)(6) 2003 ¿ twins, (B)(6) 2006, (B)(6) 2008, cesarean section and multigravida. Concurrent conditions included body mass index normal, cramp in lower abdomen, anxiety, jaw pain, marijuana use, general body pain (15 months of history), neck pain, asthma, intervertebral disc degeneration, tinnitus, hemorrhoids, arthritis, herpetic vulvovaginitis, post-traumatic stress disorder and fibromyalgia. Concomitant products included diazepam since 2014, gabapentin since 2014, hydrocodone since 2014, oxycodone hydrochloride;paracetamol (percocet) since 2014, pregabalin (lyrica) since 2014 and tizanidine since 2014. In 2006, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes/rashes occuring on and off"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss : weight gain"). In (B)(6) 2006, the patient experienced depression ("depression"). In (B)(6) 2007, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced neuralgia ("nerve pain"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), back pain ("severe back pain/back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), temporomandibular joint syndrome ("dental problems (tmj)") and vulvovaginal pain ("pain vaginal area"). The patient was treated with ibuprofen, and surgery (laparoscopic hysterectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, pregnancy with contraceptive device, autoimmune disorder, back pain, migraine, headache, weight increased, alopecia, rash, bladder disorder, urinary tract disorder, fatigue, neuralgia and vulvovaginal pain outcome was unknown, the genital haemorrhage, depression, nausea, female sexual dysfunction, temporomandibular joint syndrome and dyspareunia had not resolved and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2008. The reporter considered alopecia, autoimmune disorder, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, neuralgia, pregnancy with contraceptive device, rash, temporomandibular joint syndrome, urinary tract disorder, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight 145 lbs. This patient experienced another pregnancy which has been captured under case- (B)(4). Discrepancy noted. As per current follow up reported: essure confirmation test(s) conducted, specify no (per pfs). In previous follow up hsg results are given. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: proper placement confirmed. Smear cervix - on an unknown date: results: no abnormal pap smears. Ultrasound pelvis - on (B)(6) 2012: results: lower uterine segment cesarean section scar; on (B)(6) 2016: results: unable to view ovaries. On (B)(6) 2012, ultrasound pelvis revealed, 1. Lower uterine segment cesarean section scar. Irregular calcifications in the uterine fundus may also be postoperative in nature. A linear region of increased echogenicity extends toward the final endometrium, mimicking an intrauterine device. Pelvic CT followup may be helpful, if the patient has had history of unretrieved iud 2. Likely involuting or hemorrhagic 17 mm cyst in the left ovary. In reproductive women, lesions of this size do not require follow-up. On (B)(6) 2014 , CT pelvis with contrast revealed two apparent foreign bodies within the left fundal region of the uterus having the appearance of essure contraceptive devices. The more lateral may be within the interstitial portion of the left fallopian tube; the more medial/midline of these is likely within the myometrium as seen on the recent ultrasound. Neither appears appropriately positioned, however. Small amount of hemorrhagic pelvic free fluid versus left ovarian hemorrhagic cyst; in either event this is likely physiologic and was demonstrated on the recent prior pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in medical record: pelvic pain, menorrhagia and dysmenorrhoea, vaginal pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/malposition of essure device location of device: uterus"), device dislocation ("migratio"), fallopian tube perforation ("perforation (fallopian tube(s))"), pregnancy with contraceptive device ("post-implant pregnancy"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("auto-immune symptoms") in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bipolar disorder, appendectomy, ectopic pregnancy in 1991, termination of pregnancy - elective in 1993, cesarean section in 2003, vaginal delivery in 1992, herpes simplex, gonorrhea in 1991, chlamydial infection in 1991, partial salpingectomy, anal sphincter repair, multigravida, parity 4 ((B)(6) 1992. (B)(6) 2003 ¿ twins, (B)(6) 2006, (B)(6) 2008), cesarean section, multigravida and miscarriage in (B)(6) 2016. Concurrent conditions included body mass index normal, cramp in lower abdomen, anxiety, jaw pain, marijuana use, general body pain (15 months of history), neck pain, asthma, intervertebral disc degeneration, tinnitus, hemorrhoids, arthritis, herpetic vulvovaginitis, post-traumatic stress disorder and fibromyalgia. Concomitant products included diazepam since 2014, gabapentin since 2014, hydrocodone since 2014, oxycodone hydrochloride;paracetamol (percocet) since 2014, pregabalin (lyrica) since 2014 and tizanidine since 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes/rashes occuring on and off"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss : weight gain"). In (B)(6) 2006, the patient experienced depression ("depression"). In (B)(6) 2007, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced neuralgia ("nerve pain"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), back pain ("severe back pain/back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), temporomandibular joint syndrome ("dental problems (tmj)") and vulvovaginal pain ("pain vaginal area"). The patient was treated with ibuprofen, and surgery (laparoscopic hysterectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, pregnancy with contraceptive device, autoimmune disorder, back pain, migraine, headache, weight increased, alopecia, rash, bladder disorder, urinary tract disorder, fatigue, neuralgia and vulvovaginal pain outcome was unknown, the genital haemorrhage, depression, nausea, female sexual dysfunction, temporomandibular joint syndrome and dyspareunia had not resolved and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2008. The reporter considered alopecia, autoimmune disorder, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, neuralgia, pregnancy with contraceptive device, rash, temporomandibular joint syndrome, urinary tract disorder, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight 145 lbs this patient experienced another pregnancy which has been captured under case- (B)(4). Discrepancy noted. As per current follow up reported: essure confirmation test(s) conducted, specify no (per pfs) in previous follow up hsg results are given. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: proper placement confirmed. Smear cervix - on an unknown date: results: no abnormal pap smears.. Ultrasound pelvis - on (B)(6) 2012: results: lower uterine segment cesarean section scar; on (B)(6) 2016: results: unable to view ovaries. On (B)(6) 2012, ultrasound pelvis revealed, 1. Lower uterine segment cesarean section scar. Irregular calcifications in the uterine fundus may also be postoperative in nature. A linear region of increased echogenicity extends toward the final endometrium, mimicking an intrauterine device. Pelvic CT followup may be helpful, if the patient has had history of unretrieved iud 2. Likely involuting or hemorrhagic 17 mm cyst in the left ovary. In reproductive women, lesions of this size do not require follow-up. On (B)(6) 2014 , CT pelvis with contrast revealed two apparent foreign bodies within the left fundal region of the uterus having the appearance of essure contraceptive devices. The more lateral may be within the interstitial portion of the left fallopian tube; the more medial/midline of these is likely within the myometrium as seen on the recent ultrasound. Neither appears appropriately positioned, however. Small amount of hemorrhagic pelvic free fluid versus left ovarian hemorrhagic cyst; in either event this is likely physiologic and was demonstrated on the recent prior pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in medical record: pelvic pain, mennorhagia and dysmenorrhoea, vaginal pain, depression, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/malposition of essure device location of device: uterus"), device dislocation ("migratio"), fallopian tube perforation ("perforation (fallopian tube(s))"), pregnancy with contraceptive device ("post-implant pregnancy"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("auto-immune symptoms") in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bipolar disorder, appendectomy, ectopic pregnancy in 1991, termination of pregnancy - elective in 1993, cesarean section in 2003, vaginal delivery in 1992, herpes simplex, gonorrhea in 1991, chlamydial infection in 1991, partial salpingectomy, anal sphincter repair, multigravida, parity 4 (B)(6)1992. (B)(6)2003 ¿ twins, (B)(6)2006, (B)(6)2008), cesarean section, multigravida and miscarriage in (B)(6)2016. Concurrent conditions included body mass index normal, cramp in lower abdomen, anxiety, jaw pain, marijuana use, general body pain (15 months of history), neck pain, asthma, intervertebral disc degeneration, tinnitus, hemorrhoids, arthritis, herpetic vulvovaginitis, post-traumatic stress disorder and fibromyalgia. Concomitant products included diazepam since 2014, gabapentin since 2014, hydrocodone since 2014, oxycodone hydrochloride;paracetamol (percocet) since 2014, pregabalin (lyrica) since 2014 and tizanidine since 2014. On (B)(6)2006, the patient had essure (ess205) inserted. In 2006, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes/rashes occuring on and off"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss : weight gain"). In (B)(6)2006, the patient experienced depression ("depression"). In (B)(6)2007, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6)2014, the patient experienced neuralgia ("nerve pain"). In (B)(6)2015, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6)2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), back pain ("severe back pain/back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), temporomandibular joint syndrome ("dental problems (tmj)") and vulvovaginal pain ("pain vaginal area"). The patient was treated with ibuprofen, and surgery (laparoscopic hysterectomy on (B)(6)2015). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, pregnancy with contraceptive device, autoimmune disorder, back pain, migraine, headache, weight increased, alopecia, rash, bladder disorder, urinary tract disorder, fatigue, neuralgia and vulvovaginal pain outcome was unknown, the genital haemorrhage, depression, nausea, female sexual dysfunction, temporomandibular joint syndrome and dyspareunia had not resolved and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6)2008. The reporter considered alopecia, autoimmune disorder, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, neuralgia, pregnancy with contraceptive device, rash, temporomandibular joint syndrome, urinary tract disorder, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight 145 lbs. This patient experienced another pregnancy which has been captured under case-(B)(4). Discrepancy noted. As per current follow up reported: essure confirmation test(s) conducted, specify no (per pfs) in previous follow up hsg results are given. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - in (B)(6)2007: results: proper placement confirmed. Smear cervix - on an unknown date: results: no abnormal pap smears.. Ultrasound pelvis - on (B)(6)2012: results: lower uterine segment cesarean section scar; on (B)(6)2016: results: unable to view ovaries.. On (B)(6) 2012, ultrasound pelvis revealed, 1. Lower uterine segment cesarean section scar. Irregular calcifications in the uterine fundus may also be postoperative in nature. A linear region of increased echogenicity extends toward the final endometrium, mimicking an intrauterine device. Pelvic CT followup may be helpful, if the patient has had history of unretrieved iud 2. Likely involuting or hemorrhagic 17 mm cyst in the left ovary. In reproductive women, lesions of this size do not require follow-up. On (B)(6) 2014 , CT pelvis with contrast revealed two apparent foreign bodies within the left fundal region of the uterus having the appearance of essure contraceptive devices. The more lateral may be within the interstitial portion of the left fallopian tube; the more medial/midline of these is likely within the myometrium as seen on the recent ultrasound. Neither appears appropriately positioned, however. Small amount of hemorrhagic pelvic free fluid versus left ovarian hemorrhagic cyst; in either event this is likely physiologic and was demonstrated on the recent prior pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in medical record: pelvic pain, menorrhagia and dysmenorrhoea, vaginal pain, depression, quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following med dra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, the reported medical events and the reported lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 14-mar-2019: pfs received: event weight fluctuation pt was updated to weight gain. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.